Event description:
It was reported that during an abdominal procedure, the tissue pad was detached during use. The tissue pad was found on the gauze. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/12/2009. Info anticipated, but unavailable at this time.